Event description:
During primary bone cement set up to fast, had to pull cement out at which time femur fractured. Surgery was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.